Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause cannot be determined since the usage conditions are different for each customer. However, it is likely the coating peeled off due to chemical stress (caused by substances such as those used in the cleaning, disinfection and sterilization process, spraying xylocaine spray used for local anesthesia, pharyngeal anesthesia containing alcohol, etc. Directly on the device), or mechanical stress (bending the insertion part strongly, interference with the mouthpiece, etc.). In addition, since there is no history of repair since the product was delivered (april 2002), it may be affected by deterioration over time. The coating may easily peel off due to chemical stress depending on the conditions in the following uses: rub with gauze soaked in isopropyl alcohol. Prolonged immersion in strongly acidic water (stickiness occurs). Store under uv irradiation and ozone generator atmosphere. Disinfection with chlorine dioxide. Degradation due to chemical attack due to the use of xylocaine spray or the use of antiseptic solutions containing benzalkonium chloride during cds (cleaning, disinfection, and sterilization). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion part cover of the subject device was separated. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was confirmed the coating on the insertion part was peeled off. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to various stresses such as chemical (chemical attack) or mechanical such as directly spraying xylocaine used for local anesthesia (spray pharyngeal anesthesia containing alcohol) on this product, and disinfectants used for cleaning and disinfection. On the other hand, mechanical stress includes the act of bending the insertion section strongly and rubbing against the mouthpiece. It is speculated that these various factors pile up and the coating peeled off on the insertion section that has exceeded the level of coating resistance. Olympus will continue to monitor field performance for this device.